Manufacturer narrative:
Investigation findings: a review of the manufacturing floor was performed where it was confirmed that processes are being performed as procedurally required. The information provided from the customer states the patient is using ultrabrite toothpaste to clean the aligners, which is a direct contradiction to the wear and care guide sent to all patients. The patient has been diagnosed with periodontal dermatitis. Clinical evaluation: the accompanying facial photographs show a ring of small ~2mm circular erythematous lesions in the depths of the nasiolabial folds and extending onto the chin where there are approximately 10-12 similar lesions. The lips appear to be incompetent. The photograph of the inner lip shows clearly defined white line extending across the entire inner lip. It is not known if this line is located at the same level as the aligner edge. It is noted that the patient's dermatologist prescribed doxycycline as well as ivermectin, the former typically used to treat infections and the latter to treat parasitic infections. This disparate information does not lend itself to any cause-and-effect relationship that could potentially cause these types of lesions. Other potential etiologies such as dry mouth associated with lip incompetence, exposure to sun, acne coincident with aligner edge irritation, remain unexplored. The patient has since discontinued wear of the aligners and as such there is no additional medical risk to the patient. Based on the limited information provided, I would suggest the patient undergo more thorough medical and dental examination to better determine.

Event description:
The customer states that the patient for case# (B)(4) had an allergic reaction to the trays for phase 1 delivered to the patient on (B)(6). The trays seated fine. The patient started to get a rash on her face around her mouth. The patient also states that there was a white film on the inside of her bottom lip. There is no difficulty breathing, allergies to plastics or disinfectants. The trays were rinsed and appeared to be clean before seating. The patient has been using "ultrabrite" toothpaste to clean the aligners. The patient went to see a dermatologist, who stated that the outbreak was due to the aligners. The dermatologist prescribed doxycycline (antibiotic) and ivermectin (cream). The patient has stopped wearing the trays.